Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250 units of insulin. Customer¿s blood glucose was 352 mg/dl. Reportedly, the customer filled the cartridge with additional insulin and resumed insulin delivery.